Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an exploratory revision due to high impedances on the leads and recurrence of the patient's tremor. The physician began at the implantable pulse generator (ipg) and observed that the connected extension lead was frayed. The possibility that the patient may have manipulated the ipg and had recently experienced falls could be related to the frayed extension; however, this was not confirmed, and it remains unknown whether the patient's falls were device or stimulation related. The extension was replaced and connected, impedances were resolved, and the patient's symptoms subsided. The patient's postoperative status is good.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7121753, UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7121757, UDI: (B)(4). Product family: dbs-ipg-r-MRI: upn: m365db12160, model: db-1216, serial: (B)(6), batch: 761324, UDI: (B)(4).

Manufacturer narrative:
With all the available information, boston scientific concluded through laboratory analysis that inadequate stimulation and high impedances were caused by multiple cables being completely broken at the bent/kinked section close to the proximal end, near the vent port. Damage to the proximal tails resulted in the reported complaint. Additionally, the lead extension was cleanly cut close the lead extension connector. This type of clean-cut damage is consistent with a standard explant procedure and is not considered a device failure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that failure or malfunction of any of the device components or the battery, including but not limited to lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, whether or not this requires explant and/or reimplantation and motor problems such as paresis, weakness, incoordination, restlessness, muscle spasms, postural and gait disorders, tremor, dystonia, or dyskinesias, and falls or injuries resulting from these problems are known risks with the use of deep brain stimulation (dbs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced due to component failure.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an exploratory revision due to high impedances on the leads and recurrence of the patient's tremor. The physician began at the implantable pulse generator (ipg) and observed that the connected extension lead was frayed. The possibility that the patient may have manipulated the ipg and had recently experienced falls could be related to the frayed extension; however, this was not confirmed, and it remains unknown whether the patient's falls were device or stimulation related. The extension was replaced and connected, impedances were resolved, and the patient's symptoms subsided. The patient's postoperative status is good.